Event description:
The healthcare provider (hcp) reported that as of (B)(6) 2016 the device doesn't work and they can't turn it "off" since there's no power in it, is depleted. The patient saw the hcp about the device not working but decided not to do anything further about it because the patient was doing fine without the device. There were no patient symptoms alleged. Additional information received from a friend or family member of the patient on (B)(6) 2016 reported poor communication between the patient programmer (pp) and implantable neurostimulator (ins). It was stated that they aren't sure but believe the ins is depleted, and that they have not used the ins for about 2 years. The patient indicated that "it has worked so well that they haven't had to use it," and have decided to leave the device implanted even though it is depleted. Indication for implant is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.